Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received.. A supplemental report will be submitted, if the device is received.

Event description:
It was reported that the pump reset unexpectedly at 80% battery life and became unresponsive. There was no impact to customer's blood glucose level.